Event description:
Technician alleged the left siderail could not latch. No pt impact.

Manufacturer narrative:
The technician found the left siderail end tube was missing the lower pivot block, roller guide and lower pivot bolt. The technician replaced the left siderail end tube lower pivot block, roller guide and lower pivot bolt to resolve the issue.